Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33ls8 implanted:(B)(6) 2025 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and mentioned previously reported information regarding discomfort caused by size of their implantable neurostimulator (ins). Patient added that they no longer needed their ins, so they had their ins removed last friday, but they wanted to know what to do with their external devices. Agent reviewed device disposal guidelines and sent an email to prs for device registration update.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that in the last 5 days or so, patient has started to experience pain and discomfort around where the device is implanted. Patient states 12 days ago, patient increased the setting and has changed settings in the past and it has not had felt uncomfortable but for the last 5 days or so it feels like there could be a wire disconnected or something that is causing it. When patient is sitting or leaning back and putting more pressure on that part of the spine, there is a discomfort. Patient sent a message to the doctor and they said they would be surprised if it was caused by the setting changes but that patient should call manufacturer to find out if they have had any situations before. Patient does not remember any hard falls or anything out of the ordinary. Patient has stopped doing the 30 hour exercise for his back and neck and knees because they could feel that sometimes . Agent reviewed increasing settings would not usually cause pain at implant site and reviewed patient has the option of turning off therapy to see if that changes anything. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va33ls8); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.